Event description:
It was reported that during a posterior spinal fusion procedure, the first device was torqued, and the outside sleeve became loose and would spin on the device. The second device activated for most of the case and stopped at the end and gave an error five. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/18/2009. Evaluation summary: the analysis results found that the device a was received with the pin bent; therefore, the blade could not be inserted through the adaptor. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The device b was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.